Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm after multiple set changes. The customer's blood glucose was 224 mg/ dl at the time of the incident. The customer reported that she replaced the set and reservoir 12 times already and still getting insulin flow blocked alarm. The customer reported that the pump is making a weird sound. The customer stated that they have tried all remedies and do not want to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.